Manufacturer narrative:
A2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. H6 (device codes): imdrf device code a1409 captures the reportable event of peg tube obstructed.

Event description:
Note: this report pertains to the first of three endovive safety peg kits push method that were used in the same patient and procedure. It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2024. During the procedure, the guidewire could not pass through the transition zone between the connector, between the hard and soft plastic. The customer reported that two more peg kits were used, and the same problem occurred. The procedure was completed with a different peg device. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to the first of three endovive safety peg kits push method that were used in the same patient and procedure. It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2024. During the procedure, the guidewire could not pass through the transition zone between the connector, between the hard and soft plastic. The customer reported that two more peg kits were used, and the same problem occurred. The procedure was completed with a different peg device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6 (device codes): imdrf device code a1409 captures the reportable event of peg tube obstructed. Block h6 (device codes): imdrf device code a1409 captures the reportable event of peg tube obstructed. Block h10: the returned endovive safety peg kit push method was analyzed. Visual inspection noted that there were no problems with the device exterior. A functional test was performed using a 0.035 inch guidewire that was inserted through the entrance of the feeding tube. However, difficulty advancing the guidewire was noted and the guidewire could not pass through the transition joint/barb connector. The barb connector was isolated by cutting the tubing on both sides. Visual inspection of inside the barb connector showed an obstruction on the side connected to the thermoformed tube in the form of glue/adhesive. With all the available information, boston scientific corporation (bsc) concludes the reported event of peg tube obstruction was confirmed. Bsc determined that the peg tube obstruction was likely caused by adhesive inside the hypo-tube of the transition joint. Adhesive is used during assembly, and it is likely that the obstruction was the result of incorrect placement or excessive use of adhesive, resulting in obstruction of the hypo tube. Therefore, the most probable root cause is manufacturing deficiency. Bsc initiated a corrective and preventive action (CAPA) investigation to determine the root cause of this problem. Investigation identified a potential scenario in which the tip of the glue dispenser touches the threaded tip of the barb as it moves into position for glue and torque at the mini bolster. This could cause glue to migrate into the lumen of the barb component and cause a blockage. An initial containment was implemented on (B)(6) 2023, and the pneumatic flow valve of the equipment was adjusted to ensure that the glue dispenser does not move into position until the barb is in the correct position, preventing the potential for this issue to reoccur. Additional corrections were implemented on (B)(6) 2024 to add 100% pin gage inspection after the mini bolster step for push method device types. An investigation to address this problem has been completed.